Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump was vibrating continuously and lightly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump had vibration when booted to the verify screen. A warning was reproduced with sound feature set to vibrate and the pump gave the appropriate vibration. No continuous vibration was observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.